Event description:
It was reported that during an arthroscopic procedure on the left knee, the tip of the unit broke off in the pt. It was further reported that the doctor was able to retrieve the broken piece using fluoroscopic equipment for guidance.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.